Event description:
Health professional reported "heartburn and acid reflux." Add'l details provided were, "the band was drained and the pt's symptoms subsided, but whenever the band was filled the pt's reflux came back. The pt opted to remove the band due to inadequate loss because they could no longer be restricted by the band w/o the pt having reflux."

Manufacturer narrative:
Allergan has rec'd the product; however, the device has not been identified nor has the analysis been completed at this time. Based upon the implant date provided by the rptr the connector type is assumed to be a taper ii. Further info from the rptr regarding the serial number has been requested. Reflux, heartburn, and unsatisfactory weight loss are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events.